Event description:
Caller reported that the t: slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. The incident did not adversely impact the customer¿s blood glucose level. As a resolution, technical support decided to replace the pump and advised the caller on using multiple daily injections (mdi) as backup therapy.